Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a trans-subclavian tavr procedure with a 23mm sapien 3 ultra resilia valve within a pre-existing non-edwards surgical valve, the valve was implanted with +2 volume. Immediately after, there was central aortic insufficiency, and the sapien 3 ultra resilia valve leaflet was frozen. It was decided to place a new sapien 3 ultra resilia valve, with nominal volume. The valve was deployment with great outcome and no leak.

Manufacturer narrative:
Correction to h6 based on additional information. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device (was / was not) returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for leaflet motion restricted in patient and deployed valve exhibits central regurgitation were unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the device history report did not indicate any manufacturing nonconformances that could have contributed to the complaint event. A review of the instruction for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets. Due to limited information provided, a definitive root cause was unable to be determined at this time. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, leaflet motion restriction (specifically, a frozen rcc leaflet) was reported. Due to leaflet motion restriction, the normal function of the leaflet is impacted, potentially leading to central regurgitation as reported. As such, available information suggests that patient factors (leaflet motion restricted) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.